Manufacturer narrative:
Evaluation summary: the threads on end of the humeral inserter/extractor thumb screw are fractured. Although the lot number is unknown, analysis of the returned part indicated that it was manufactured to a previous design iteration. Exact field age of the component is unk, but based on the design iteration, it has a minimum age of five years. The material of this instrument was changed in 2005 to a stronger and more ductile material in order to mitigate this type of failure. No lot number was provided; therefore, device history records could not be reviewed. Dimensional and hardness testing results were within specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was preformed. No manufacturing abnormalities could be detected by either method.

Event description:
It was reported that humeral inserter locking bolt broke off inside humeral stem. Stem was implanted with broken piece isolated in place.